Event description:
While securing bone flap to the intact cranium with osteomed plates, the screw (1.6 x 6mm osteomed autodrive screw) broke off. The threaded portion of the screw was left in-situ. The screw was being placed by the surgeon who was using an osteomed autodriver. No technique or equipment issues noted.